Event description:
Caller reported blood glucose results of 143 mg/dl, 95 mg/dl, 260 mg/dl, and 64 mg/dl on the aviva system within 10 minutes. Reported symptoms for which she self-treated, no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.